Event description:
During clinical procedure, difficulty was experienced to connect the guiding catheter hub to a merit map 400 or sedat valves. There was no adverse effect to the pt.

Manufacturer narrative:
Additional information will be submitted within 30 days upon receipt.